Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had high impedance on contacts 3 and 11, noted as greater than 40,000 ohms. It was also noted the patient had no changes in therapy and no concerns recharging. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the high impedance was unknown. The high impedance was programmed around.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating the cause of the high impedance remained unknown and had not been resolved. No intervention was taken because the patient was not using those contacts.